Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
On (B)(6)2022, a distributor of infutronix reported a complaint on behalf of a user facility representative: "pt called in for assistance powering down her pump...said that she had medication leaking." On(B)(6)2022, the distributor followed up with the site "the nurses who unhooked the patient felt like the leak was coming from the buming right before it hooks into the cstd." Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. This event took place during an infusion. The contract manufacturer of the affected device is podo xingda (B)(6) medical co. Ltd.